Event description:
Additional information received identified that surgical intervention was undertaken wherein the scs ipg was electively explanted and replaced with another model. Issue of pain at the ipg site has been resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced discomfort at the scs ipg site. As a result surgical intervention may be pending to address the issue.